Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. Upon eval, the monitor was unable to perform a baseline. The cause was a broken j1 battery connector on the defib board. In addition the j2005 pins were broken on the auxiliary pca and the trace was lifted off the board. The root cause for the damaged connectors was unable to be positively determined, but likely caused by physical abuse as the monitor's case was cracked. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, monitor (B)(6)the monitor was unable to perform a baseline. The last pt to use this monitor did not report any deficiencies.